Event description:
The technician alleged that the brakes were not holding. No alleged injuries.

Manufacturer narrative:
The technician found the brakes were out of adjustment. The technician adjusted the brakes to resolve the issue.